Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were constipated and took a laxative. Additional information was received from the patient on 2017-apr-09. The patient reported that they were still constipated and took a laxative. The patient was advised to contact the healthcare professional (hcp). Additional information was received from the patient on 2017-apr-13. The patient reported that the hcp referred them to the ER for back pain. Additional information was received from the patient on 2017-apr-15. The patient reported that they still had the temporary device and was not implanted with the permanent implant at the time of report. The patient stated that stimulation throughout the spine caused kidney malfunction and backed up their bowels. The patient was taking several forms of laxatives per the hcp¿s direction. The patient also mentioned that they were not completely emptying their bladder. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.